Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient had a heartmate ii device exchange due to chronic driveline infection. The patient's most recent cultures showed positive on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Further, no device related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system, serial number (B)(6). (B)(6) was returned assembled with the driveline severed approximately 15.5¿ from the pump housing. The remainder of the driveline was returned, measuring approximately 23.5¿. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) and apical sewing ring were not returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 3.0¿ from the graft hardware the bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. B and the heartmate ii lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, or pump pocket), that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.